Event description:
It was reported that the display screen has always been glitchy and recently its worse. The delivery device stopped during prime cycle. The procedure was canceled and the patient will need to be rescheduled for treatment. There was no injury to the patient.

Manufacturer narrative:
Additional information received that the patient was present however the patient had not been administered anesthesia prior to the device failure to prime and the procedure being canceled. Review of all the information provided the manufacturer has determined that this event no longer meets the requirements of a reportable event.

Event description:
It was reported that the display screen has always been glitchy and recently its worse. During preparation with a patient present however not yet sedated, the delivery device stopped during prime cycle. The procedure was canceled and the patient will need to be rescheduled for treatment. There was no injury to the patient.